Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports a red area to the peristomal skin that occasionally bleeds. This area is located outside of the adhesive border. It has been present for approximately 1 month. He is currently not treating the area. He was not sure if it was a skin tear. Product use and skin care instructions provided.